Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was in back up vvi and no backup defibrillator operation. Programming changes were made, and the patient was stable.